Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment from quick release. Insertion site was leg/abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.